Manufacturer narrative:
UDI: (B)(4). The edwards sapien 3 transcatheter heart valve and accessories are indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis, or failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve, who are judged by a heart team, including a cardiac surgeon, to be at low or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 1% at 30 days, based on the society of thoracic surgeons (sts) risk score and other clinical co-morbidities unmeasured by the sts risk calculator). The use of a sapien 3 valve in a native mitral position is not indicated per the labeling; therefore, the device instructions for use and procedural training manual do not provide direction for the use of the device in this application. Paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv in on label procedures. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. There is no specific instruction for placement in a native mitral valve. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The information provided indicates the pvl was most likely a result of the valve being too small for the annulus. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, 39 days post successful implantation of a 29mm sapien 3 valve within the patient's native mitral valve, the patient presented with severe pvl. A plug of the area of pvl was performed. The perceived root cause of the pvl is the valve being too small for the annulus.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.